Event description:
It was reported that the user received a low insulin alert, dismissed the alert, then later found the pump on the fill tubing screen with no units delivered and disconnected before meal dosing. Customer care support guided the user out of the fill-tubing-only stage to allow a meal announcement and advised reconnection, meal dosing, and subsequent supply change, consistent with an incorrect procedure involving the tube component of the infusion set and cartridge. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included user communication and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect method involving the tube component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.